Event description:
It was later reported the patient received assistance from their doctor or manufacturer representative and their concerns were resolved.

Event description:
It was reported the patient had a loss of therapeutic effect. It was stated the patient had difficulty with their therapy and needed to change their programmed setting but had their programmer lost or stolen. It was stated the patient had been having accidents and having to go all the time the last few days prior to report. It was noted the patient said the issues started five days prior to report. It was later reported the cause of the event was the patient had a return of urinary symptoms. The patient had symptoms of urinary frequency, urgency and dysuria. It was stated when the patient was in the doctor¿s office they were found to have a urinary tract infection (uti). Reportedly, all parameters were found to be normal for the patient¿s implantable neurostimulator (ins). The patient was treated for uti with improved urinary symptoms. It was reported the patient did not require hospitalization and their outcome was reported as no injury.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va080fp, implanted: (B)(6) 2013, product type lead; product ID neu_un known_prog, serial # unknown, product type programmer, physician. (B)(4).